Event description:
(B)(4). After the essure procedure I have experienced the following symptoms. Excessive bleeding so bad I bleed clots the size of quarters and golf balls, severe bloating I look 6 months pregnant when I get my cycle, I also experience terrible migraines, back pain that runs into my thighs, pain during sex, I can't get out of bed or work while having my cycle due to the severity of excruciating pain I experience. I curl up in a ball crying in my bed because I can't sleep. I can't deal with the pain anymore I just want the painful birth control out of my body.